Manufacturer narrative:
Sent 02/03/1999. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the stpaples would not deliver. There was no consequence to the pt.